Event description:
Follow-up. Pt died of cardiac failure on 3/14/97.

Manufacturer narrative:
H2: the adhesive junction between the tube and the pump body delaminated. This bond was between the silicone tube and the titamium pump body. H7: a design change made under PMA and approved on may 22, 1997 addressed this failure mode.